Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as surgical impact opening (shell thickness was within specification). Additional observations: ¿ observed stress marks. No further actions are required as no manufacturing issues are observed. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a rupture for the right side. Device has been explanted.